Manufacturer narrative:
Device was evaluated. Inspection determined a worn out socket and slider switch. Device not able to plug into the socket, a metal ring object dropped/broken inside the scope socket was observed. Charred fuse component on socket switch regulator indicated bad switch regulator, turret lens filter observed with stains. Corrosion on bottom chassis, front panel, igniter firing weak were noted. Device history records cannot be obtained. The probable cause for the output socket and the slide switch to wear out is due to long-term repeated use. In addition, the reason the metal ring fell off to the inside of the socket is likely due to the user connecting the endoscope to the socket with strong force which caused the failure to connect to the endoscope. As stated in the instruction for use: avoid applying excessive force to the connectors, as this may damage the instrument. Store the equipment at room temperature in the horizontal position in a clean, dry and stable location. Olympus will continue to monitor complaints for this device. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during preparation for use the device was found having connection issue, unable to plug into the socket. There was no patient involvement on this event. No user injury reported.